Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The customer's blood glucose was 4.5 mmol/l, compared with the sensor reading of 2.5 mmol/l. The threshold suspend limit was set to 4.0 mmol/l. The caller stated that the insulin pump alarmed change sensor. The caller was advised to call when the issue occurred in order to properly troubleshoot the matter. The customer's most recent blood glucose was 7.2 mmol/l. The caller stated that no serious injury or hospitalization resulted from the event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.